Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient said part of the reason they weren't using the implant was that the implant wasn't placed correctly. Patient clarified the implant wasn't placed where the trial was so the stimulation didn't help them since implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.